Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the welds are cracking on this ccu bed siderail mounts. The siderail is mainly bent and the account is not sure if the siderail is latching.